Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 01apr2018. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists death, infection (local, driveline, and pump pocket), and stoke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away due to bacteremia. Additional information was received that the patient's infection began on (B)(6) 2022, and was from the driveline exit site. The patient's blood cultures revealed ongoing pseudomonas with 3 of 4 cultures (B)(6), and streptococcus mitis in 1 of 4 bottles. The patient was placed on chronic suppression with intravenous meropenem and oral ciprofloxacin indefinitely. The patient had been having progressive signs of recurrent bacteremia, embolic evolving cerebral vascular accidents (cvas), ongoing heart failure, and a recent covid infection. This had resulted in a declined quality of life with the patient no longer able to care for themselves. The patient was moved to inpatient hospice care for their last days.